Event description:
Caller states during a correlation study the following coaguchek xs/lab results were obtained. Pt 1) 8.0 inr/5.35 inr; 7.9 inr/5.35 inr. Pt 2) 8.0 inr/5.50 inr. Pt 3) 7.4 inr/5.26 inr. No treatment info provided. No adverse event reported. Requested return of suspect system

Manufacturer narrative:
No pt info provided.